Event description:
Customer reported to beckman coulter, inc (bci) on (B)(6) 2009 that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument. Customer reported that they have been experiencing low na drift issues along with low anion gaps. No erroneous na results were reported out of the lab. The customer replaced the na electrode and later reported that pseudomonas was growing in the ise (ion-selective electrode) reference line. There were no reports of serious injury or adverse events associated with this event and there were no reports of any modification to pt treatment.

Manufacturer narrative:
On (B)(4) 2009, an fse (field svc engineer) performed the flow cell cleaning procedure. The ise (ion-selective electrode) system was decontaminated and all of the associated tubing was replaced. This alleviated the problem but no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.